Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Resistance was experienced while trying to retract the device on the right common femoral artery rcfa. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the use of excessive force contributed to the reported event as the resistance was not reported until retraction of the device. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The reported subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue. These dates were estimated on the initial medwatch report g4: the alert date was filed incorrectly on the initial medwatch report as 10/29/2019, but should have been 11/07/2019.

Event description:
Additional information received: an aortic bifurcation procedure was done on the right common femoral artery (rcfa). A percutaneous transluminal angioplasty plus stent procedure was done on the left common femoral artery. Resistance was experienced while trying to retract the device on the rcfa. The vessel damage and groin were repaired and closed via surgically on the left common femoral artery.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery (rcfa) was attempted using a proglide device with a 7f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, there was resistance and excessive force applied during device usage. The reported separation of the sheath and distal guide happened when trying to retract the device. A cut down was performed and the separated part of the device was able to be recovered from the anatomy. Hemostasis at the rcfa was achieved via surgical suturing. At the left common femoral artery (lcfa), the suture came out of the patient's anatomy together with the knot while attempting to push down the knot. The vessel wall did not resist pulling the suture and tore apart. A cut down was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.